Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was 491 (mg/dl). A correction bolus via the pump was delivered to address bg level. Review of the pump data logs by tandem technical support showed the battery was depleting as expected.